Event description:
A customer reported not receiving their meter and they reported falling due to having low blood sugar. The customer reports being incoherent and being taken to the hospital. The customer drank orange juice to bring her sugar up.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.